Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support interviewed the customer on (B)(4) 2014 regarding the instrument and also the testing outcomes. Customer was unable to return blood samples or product back to the immucor laboratory for investigation.